Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she hit the ins in her hip on a chair or getting in the car the other day and it hurt and had pain in the ins area but she didn't know if she hit it enough to harm anything. The patient noticed she is not feeling stimulation with the device on and is leaking. Her leaking accident on (B)(6) 2016 was in public and she leaked even though she had a pad on. This was described as a sudden change in symptoms. The patient increased stimulation from 0.5v to 0.6 v on program 2. It was too strong at 0.6 v, so she then turned it back down to 0.5 v but didn't feel stimulation. She increased it back up to 0.6 v and said she would stay there and turn it down if it became uncomfortable. Additional information was received from the physician, who stated the patient let the batteries run out on her patient programmer. The patient denied the fall. It was unknown if the event resolved as the patient had not returned for follow up. Further information from the patient indicated she had not notified her physician about the event and did not have an appointment scheduled. She noted that the pain at the stimulator site subsided after about a week and she could feel stimulation after increasing the intensity. The leakage seemed better but had not totally stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.